Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 7 false positive sars results over a 3-week period. Customer states they were pcr negative at week 1 and 3. Report 1 of 7.